Manufacturer narrative:
The lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation, therefore, the investigation is inconclusive as no objective evidence was provided for review. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model zvl14100 vascular stent allegedly deployed partially. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient was a (B)(6) years old male; however, the weight was unknown.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model zvl14100 vascular stent allegedly deployed partially. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient was a 49-years old male; however, the weight was unknown.

Manufacturer narrative:
H10: the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation, therefore, the investigation is inconclusive as no objective evidence was provided for review. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: h6 (device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.